Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sacrospinous colpopexy. According to the reporter: the first needle broke off the suture when it was being passed through the ligament. The needle did not come out of the pt. The second needle tip broke off as it was being passed through the ligament and the tip did not come out of the pt. The surgeon spent 10 mins looking around for the needles but could not locate them. There was no additional blood loss caused by this event. The surgeon opened a new device and completed the procedure. After the surgery the pt was x-rayed and the 3 bits of needle could be seen on the x-ray.